Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs received from the account. The first photo is a label for lot number p7a0081x. The second photo is what appears to be a suture needle being applied to tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapling device was being applied to the stomach. For the first firing, the reload fired less than half a centimeter. After which load and stapling handle are blocked. Removed the device from the cavity and changed the reload, but after this the stapling handle does not work to re-trigger. The stapler was able to fire but there was poor staple formation. The staple line was incomplete at the proximal end. There was tissue damage as a result of the problem, the anthem of the stomach is deserted a little. In order to resolve the issue and complete the case, used another manual stapling handle. There was no additional patient harm. The patient outcome is alive, no injury.